Event description:
Procedure performed: ni. Event description: the tip has broken off during insertion. Patient status: no patient injury or illness was reported.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.